Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the some keys were unresponsive. A field service engineer reconfigured the software to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where some keys were unresponsive, which hindered the nurse from accessing the critical medication during the labor. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.